Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal complaint number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, the wire portion on the vaso view hemopro separated from the top. The procedure was completed using the same device. The hosp did not report any patient effects.